Event description:
It was reported that patient underwent hip procedure in 2009. During surgery, although, the impaction handle fit the femoral trial, it did not fit into the ball impactor causing a delay in surgical procedure of longer than 30 minutes. A different style acetabular shell and impactor handle was used to complete the surgery without further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - evaluation is in progress, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report was filed on september 25, 2009.